Event description:
Based upon additional information received on 22-nov- 2017, the case initially assessed as non-serious was upgraded to serious as the serious event of device malfunction with the seriousness criterion of important medical event was added. This unsolicited case from united states was received on 16-nov-2017 from the physician. This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and after unknown latency the patient had low grade fever, redness, swelling and pain; also, device malfunction was identified for the reported lot number. Patient had a history of hypertension and osteoarthritis. Patient was also allergic to penicillin. Concomitant medications included: lisinopril and losartan potassium (losartan) on (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection once (dose, indication and expiration date: not reported; lot number: 7rsl021) in left knee. On an unknown date in (B)(6) 2017, unknown latency of receiving the injection, patient had redness, swelling, pain and low grade fever. Patient had an appointment later today to evaluate. Corrective treatment: hydrocodone bitartrate/paracetamol (norco) for pain; not reported for all other events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event (ime) for device malfunction additional information was received on 22-nov-2017. The serious event of device malfunction with the seriousness criterion of ime was added with details and the case was upgraded to serious. The ptc results were added and text amended accordingly. Follow up was received on 15-dec-2017. No new information was received. Additional information was received on 08-jan-2018 from the physician. Concomitant mediations, medical history and concurrent condition was added. Corrective treatment for the event of pain was updated. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 8 jan2018: the follow-up received does not change the previous assessment of the case. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced low grade fever, redness, swelling, effusion and pain. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.

Event description:
Based upon additional information received on 22-nov- 2017, the case initially assessed as non-serious was upgraded to serious as the serious event of device malfunction with the seriousness criterion of important medical event was added. This unsolicited case from united states was received on (B)(6) 2017 from the physician. This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and after unknown latency the patient had low grade fever, redness, swelling and pain; also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection once (dose, indication and expiration date: not reported; lot number: 7rsl021) in left knee. On an unknown date in (B)(6) 2017, unknown latency of receiving the injection, patient had redness, swelling, pain and low grade fever. Patient had an appointment later today to evaluate. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event (ime) for device malfunction additional information was received on 22-nov-2017. The serious event of device malfunction with the seriousness criterion of ime was added with details and the case was upgraded to serious. The ptc results were added and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced low grade fever, redness, swelling and pain. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.